Event description:
The customer reported that the 9800 system monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working and put back into service.